Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s cto recanalization catheter was returned for evaluation. Under microscopic observation, it was noted that the distal tip was separated from the outer catheter but still attached to the inner core wire. Therefore, the investigation is confirmed for the material separation, as the tip had a material separation. However, the investigation is inconclusive for the flushing problem, as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported flushing problem and identified material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified . (Expiry date: 05/2023).

Event description:
It was reported that during preparation for a recanalization procedure, the device allegedly was unable to be flushed due to error for excessive pressure. There was no patient contact.